Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was revised and replaced on 09/04/2020 due to the connectors coming apart. Additional information received from the territory manager indicated: ¿connectors came apart; no malfunction.¿ a titan touch pump and reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all pump tubing. No functional abnormalities were noted with any of the returned components. The information received indicated that the cylinders would lose fluid, auto-inflate, and that the cylinder pressure would decrease after five minutes and auto-inflate with no visible defects, but because the available information did not indicate what factors may have contributed to the reported condition, and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, per patient, the cylinders lose fluid and auto-inflates. The device was removed/replaced. Additional info. Received from tm 09/10/2020: "cylinder pressure decreases after 5 minutes and auto-inflates. Dr. Removed pump & reservoir, and there were no visible defects."